Manufacturer narrative:
An event regarding possible infection involving a trident 0 degree insert was reported. The event was not confirmed. Device evaluation not be performed as no items associated with the event were returned or made available for evaluation. A device history review indicated that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
Possible infection.

Manufacturer narrative:
The v40 cocr lfit head 36mm/-5 cat# 6260-9-036 , lot# mlpxrv was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Possible infection.